Manufacturer narrative:
Result of investigation: the reported complaint was confirmed by the event logs entries. However, issue was not able to duplicate during testing of uut (unit under test). Visual inspection found no damage or defects. Transducers calibrated successfully. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed transducer fault. The customer confirmed that there is no patient involvement associated with this reported event.